Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that their implant had worked at first but their health care physician (hcp) had left and they did not have a new hcp. The patient stated they had moved and in the last 6-8 months the implant was not working and it was causing pain on the ins incision site for the last two months. There were no further complications reported.